Event description:
After 16+ mos of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. Results: the records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures.